Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the lcd display. Customer's blood glucose was 201 mg/dl at the time of incident. Troubleshooting found that there is only a partial display of information on the lcd screen. No further details given.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No missing segment during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corner, broken reservoir tube lip and cracked lcd window.